Event description:
It was a complex cardiovascular case trying to cross a long cto. A piece of, what looks like, the wire tip coating was sheared off and left in the pts leg while advancing the wire with support of a support catheter. It was not actually left in the vasculature but in the subintimal space. The piece was intentionally left in as retrieval posed more risk to the patient than leaving it. The pt did not have any type of adverse reaction or outcome. Severe peripheral artery disease. Complex pta of r tib. Art.